Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#/serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient stated had return of symptoms after a motor vehicle accident. Office checked impedances and x-rays. Hcp stated x-ray did seem that lead had migrated from original position. Reprogramming was tried. The system was replaced and the issue was confirmed resolved.